Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant t 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is confirmed for a break, as the cannula was received broken at the base of the hub. A DHR review of the affected lot was completed. However, there was no indication from the DHR review that suggested the failure was manufacturing related. The definitive root cause could not be determined based upon available information. The truguide IFU includes instruction for use, warnings and precautions. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during preparation for a breast biopsy, the needle was detached from the hub. Another product was used to perform the biopsy. There was no patient involvement.